Manufacturer narrative:
Device not returned for analysis. Analysis conclusion: record purpose only: no analysis could be performed as no instrument was received. The info provided has been reviewed by the appropriate engineering and mfg personnel.

Event description:
It was reported during a laparoscopic cholecystectomy while using the al326 the clips did not form around cystic duct. This applier came from a kit (the rep doesn't know which kit it came from and is still trying to find out). A new al326 was opened and again the clips did not form on the cystic duct. A third al326 was opened to complete the case without incident. There was no consequence to the pt.